Event description:
It was reported that the needle holder has broken during use. Needed to change the holder. There was no report of patient harm.

Manufacturer narrative:
An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.